Event description:
The customer reported that the sys failed to power up. This will prevent the sys from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The main sys ac power plug was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.